Event description:
The customer reported that mosaiq crashed.

Manufacturer narrative:
H4: manufacturing date is not on the label, but it is known so field h4 has been completed with this information. H11: the manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Manufacturer narrative:
H11 updated: the customer reported that mosaiq crashed. The investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer was delivering treatment using a third party linac (varian), connected to mosaiq. The mosaiq log files show that on (B)(6) 2025 the plan was sent to the linac, mosaiq received back a vmi error from the varian side, and the session was cancelled/aborted. The logs also show that mosaiq did not receive anything back from the linac for this session or for the rest of the day. Therefore elekta are unable to determine whether the fields were treated or not. The customer has been advised to contact varian's support help desk so that they can check their logs for this patient and confirm whether the fields were treated or not. The customer already manually recorded the fields. Mosaiq did not have any malfunction and is working as designed and intended.